Manufacturer narrative:
Manufacture date: april 21, 2017 ¿ april 22, 2017. One actual infusor unit was received for sample evaluation containing approximately 69ml of fluid in the bladder. Visual inspection on the returned unit via the naked eye shows no signs of physical abnormality that could have caused the reported flow problem.. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A functional flow rate test was performed. The flow rates were found to be within the product specification range. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an underinfusion was overserved during patient infusion with a large volume infusor. The infusion time was scheduled to be 2 days, and the remaining volume was less than 30% of the initial 240ml volume. The pump was filled with 5-fluorouracil. There was no patient injury or medical intervention associated with this event. No additional information is available.